Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was not recognizing the pads or test load and was skipping the charge/shock check during operational testing. The customer advised he already tried swapping out the therapy cable and test load but the problem remained. There was no patient involvement.